Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up post-implant, the patient presented with bradycardia and presyncope. Upon interrogation, loss of capture was observed on the right ventricular (rv) lead. Revision surgery was performed; the suture sleeve was loosened, and correct parameters were observed on the lead. The patient's condition was stable following the procedure and will continue to be monitored.